Event description:
It was reported that pump displayed malfunction code and customer contacted technical support, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction appeared again, which caller acknowledged and understood.